Manufacturer narrative:
This event was initially assessed in (B)(6) 2017 and was not considered as reportable. However, an improvement in our qms regarding the assessment of reportability for event was performed. So according to the current assessment reportability, this event is now to report to related competent authority. Regarding available data: the review of complaint database does not show any recurrence on the lot number 5281651. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Previous similar issues were not related to a device issue. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st : ''during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly.'' However, the description received did not allow to understand perfectly if the surgical steps were followed or not and attempts have been made and no further information has been provided. This hypothesis could not be validated. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown. Device not returned.

Event description:
Mobi-c p&f us : disassembly. From information reported, device was implanted and surgeon "noticed the top endplate was separated from the bottom endplate and the core" on images. No delay of more than 30 min has been reported. It seems surgery would be a double level c3-c4 and c4-c5, no more details. The surgery was completed successfully with another implant of the same size. No impact on the patient. Additional information was received on may 05th 2017, according to reporter, surgeon hasn't encountered lot of resistance while inserting device. Attempts have been made and no further information have been provided.